Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected:h6 product complaint # : (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "prospective study to compare intra-articular versus intravenous tranexemic acid in reducing post-operative blood loss in staged bilateral total knee arthroplasty" written by balasubramanian n, ms, natarajan gb, ms, and prakasam s, mbbs published by malaysian orthopaedic journal accepted by publisher october 2016 was reviewed. The article's purpose was to conduct a study to compare intra-articular versus intravenous route of tranexamic acid administration in staged bilateral tka's to determine if there is significant difference between the two modes of administration. Data was compiled from 35 patients with bilateral tkas and implants were all depuy pfc sigma knee prosthesis. It is noted that 16 blood transfusions were provided. Cement manufacturer is not known and patella resurfacing was not specified. Depuy products utilized: pfc sigma (femoral, insert, tibial). Adverse events: blood transfusions.